Event description:
The customer reported the valves are breaking in the ng tube and have to be retrieved/pulled out with hemostats.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.